Event description:
It was reported that one day post implant the patient felt pain. A pleural effusion and bleeding were confirmed. The patient was transferred to another hospital for a thoracotomy. At that procedure, the physician attempted to explant the lead but was unable to due to the hematoma. A lead perforation was confirmed and the lead was tucked back into the ventricle. The lead was explanted and replaced three days after implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.